Event description:
Coil was being advanced through catheter in pt. Provider states that "the pusher felt rough", then took the coil out of the patient. Attempted deployment area: rt. (Right) thyrocervical branch dominant branch. No visual concerns with the device. No harm to patient. Coil not retained. Not reported to manufacturer. ((B)(4)).